Manufacturer narrative:
Tw # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported during the procedure, that they attached the hemopro2 extension cable cord to the vh-4000 and may have forced and bent the wires so the vh-4000 did not work. Opened a new vh-4000 and vh-4030 and it worked. No patient harm and delay.

Manufacturer narrative:
Trackwise - (B)(4). Updated section . This is a reusable OEM device; therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a